Manufacturer narrative:
The electrodes were not returned to zoll united kingdom (UK) for evaluation. The customer's report not replicated or confirmed. The electrodes were put through extensive testing without duplicating the report. An inspection of the electrodes found no discrepancies. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated device failed self-test using these attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.